Manufacturer narrative:
Section a, b6, b7: correction. H3: one device was returned for repair with complaint that the device has a damaged downstream occlusion (dso) seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint was confirmed through visual inspection. Probable damage caused dso seal to come away from the chassis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a damaged downstream occlusion. There was unknown patient involvement.